Event description:
The following info was reported: physician said he inserted 6f/7f mynx in procedure sheath and inflated balloon then tried to pullback the device to sheath and it wouldn't come back. It was "stuck". That's all I was told after multiple attempts to gather more info. Then he deflated the balloon and pulled the device and sheath out and manual pressure was held for 15 minutes with no complications. The pt was not hospitalized.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the distal end was covering the balloon proximal bond. The sealant was still inside the shuttle cartridge. When an attempt was made to retract the shuttle, significant resistance was noted and shuttle did not move. Incremental incisions were made on the shuttle cartridges to enable shuttle retraction. The shuttle assembly started to free up only when the incision extended past the proximal end of the sealant. It was observed that the sealant was completely soaked in blood which is a typical indication that blood being forced into the shuttle cartridge. In addition, blood was present inside proximal detent, which is indicative that blood was being forced into the proximal end of the shuttle. The introducer sheath was not possible. The review of the lhr (lot f1328907) indicated that the device lot met all established performance criteria prior to shipment. Failure to open the introducer sheath stopcock (as per IFU) could result in blood being forced inside the advancer cartridge initiating proximal swelling of the sealant and jamming the unit in the deployed position. However, the introducer sheath was not returned for physical investigation, the root cause could not be conclusively determined.